Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an undefined cartridge alarm occurred during insulin delivery. Customer changed out the cartridge and primed the tubing to address the issue. Customer¿s blood glucose level ranged from 75-250 mg/dl.